Event description:
Account alleged that the logic board they received has no trendelenburg functions.

Manufacturer narrative:
Account was sent a new logic board and trendelenburg did function, this resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.